Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 500mg/dl with extreme drowsiness associated with an intermittent power issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that there was no damaged to the pump and the battery cap was secure. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2016 with the following findings: a review of the black box indicated an unexplained reboot occurred at 14:54 on (B)(6) 2016 and deliveries resumed at 14:57; another reboot was observed at 16:33 on (B)(6) 2016 and deliveries resumed at 19:46. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The pump powered on normally and successfully completed a 24 hour duration test with no power issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked in two places; there was corrosion in the battery compartment; the audio bolus button cover was torn but the button remained operable; the pump casing was cracked at the base between the case seal and the keypad cover; leak testing revealed leaks at the battery compartment, the case crack, and the bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).